Event description:
For the last five years, I have witnessed my health decline and with each passing year my symptoms would get worse and worse. There were many times where I was afraid I wouldn't wake up from my sleep due to the immense difficulty I had breathing, chronic fatigue, chronic migraines, burning and itching eyes, loss in vision, body aches, heart palpitations, sharp breasts pains, sudden food allergies, and so much more. Throughout every menstrual cycles, I would find myself on the floor in agonizing pain. It felt like my body was shutting down and screaming for help and there was no one who could help me or explain to me what was going on. After so many dr visits, blood, thyroid, and hormone tests, everything would come out positive which left me so confused and helpless. Every morning I would wake up feeling exhausted even after nine hours of sleep. I would have to drag my body off the bed in order to complete my daily tasks. After stumbling upon a woman's story about her experience with breast implant illness. I discovered that the very long list of symptoms she had, completely matched mine. It turns out she was not the only one and there are thousands of women who had to endure the same pain and sickness due to their breast implants. As an act of desperation, I decided to take my implants and capsule out. Shortly after, most of my symptoms either completely went away or lessened. I was relieved that I made the decision to take them out but also disgusted and angered at the FDA for claiming that implants are completely safe. FDA safety report ID# (B)(4).